Event description:
Caller alleged discrepant results compared with the lab. Results as follows: see scanned table. Patient's coumadin was held for 1 day. Dose was adjusted.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first and second sets of data, the both lab and inratio values are outside the confidence limits for inr testing. Products will be tested when returned. Per text, patient's coumadin was held for 1 day. Dose had been adjusted. This is adverse event case. Products will be tested when returned. Ts updated this case on 11/28/2007. Per text, patient is already home and is in stable condition.